Event description:
When measuring on the abl 720 blood gas analyzer an incorrect ph result was obtained. The pt was put on dialysis based on the ph result and was discharged after treatment. The device did not flag the ph as no calibrations were performed and no qc was run during the time period. Later a clot was found in front of the ph electrode. This clot was the cause of the incorrect ph value.